Event description:
It was reported that there was suspected infection at the implantable cardioverter defibrillator (ICD) pocket site. The entire ICD system was removed. No additional adverse patient effects were reported.